Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: s-rom m head 36mm +0 hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; srom stm std 36+12l 13x18 hip femoral stem; unknown hip femoral sleeve. Initial reporter occupation: non-healthcare professional; attorney.

Event description:
Ppf and sticker sheets received. Ppf alleged dislocation with closed reduction after first revision. Doi: (B)(6) 2009, dor: (B)(6) 2009, (left hip).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.